Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine during initial drain. The hp was connected at the time of the alarm. The patient had disconnected the supply bag and the supplies, which caused the alarm. The hp remained connected to the setup. The technical service representative (tsr) explained the alarm and advised the hp to start over using new supplies. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The patient had disconnected supplies while they were connected, which is a user error. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user that if a bag becomes disconnected during your therapy, follow the end therapy early procedure. The guide provides step-by-step instructions for ending therapy and instructs the patient to disconnect from the setup prior to removing the solution bags and disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.